Event description:
The connection bracket at the operating table interface was observed to potentially have high mechanical play for some surgical applications (eg, in conjunction with the mayfield clamp in neurosurgical procedures). (B)(4)

Manufacturer narrative:
The reason for the play is a too big bore hole in the lock washer, which is responsible for locking the accessory on the operating table interface. Only brackets distributed between february 2008 and august 2009 are potentially affected. A device correction letter will be distributed to affected customers. In the field, the lock washers of the respective brackets will be replaced as preventive and corrective action. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.